Manufacturer narrative:
The tech found the outer control assembly at the left head siderail is defective. The tech replaced the control assembly to repair the bed.

Event description:
Info received indicates when the bed is lowered, it goes back up unintentionally.